Manufacturer narrative:
Date of the event: (B)(6) 2005 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported that patient had three sets of ins's and they had them on each side. Caller reported one of the ins's in the past, when patient had first devices put in, it suddenly turned off, patient felt funny. Caller stated that they checked it and the patient programmer showed the ins on that side was turned off, they were able to use the pp and turned it back on using the pp and patient had been fine ever since, further mentioning that they had not seen that device. Patient now had a rechargeable ins on one side only. No further patient complications were reported/ anticipated as a result of this event. [Refer to pe 702528794 for details pertaining the new ins being off]